Manufacturer narrative:
Corrected data: h6 - medical device problem code 1494: off-label use (under 21 yrs of age at date of implantation) added to initial MDR. Claim# (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot.claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 -11.50/5.5/091 (sphere/cylinder/axis) implantable collamer lens was implanted upside down into the patients right eye (od) on (B)(6) 2023. The lens was implanted, removed and replace intraoperatively with no patient injury. Problem resolved.